Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown constructs: synfix/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: snowden, r., fischer, d., and kraemer, p. (2020), early outcomes and safety of outpatient (surgery center) vs inpatient based l5-s1 anterior lumbar interbody fusion, journal of clinical neuroscience, vol 73, pages 183-186 (USA). The purpose of this study is to seek to determine pain, safety, and secondary intervention, based outcomes of patients undergoing outpatient-based alif compared to a consecutive series of inpatient based alif performed during the same time period. From june 2015 to august 2017, a total of 62 consecutive patients met the inclusion criteria and were available for review. 29 included in the outpatient group and 33 were included in the inpatient group. Implants used was a synfix (depuy spine, raynham, ma, USA). Average follow-up for the outpatient group was 6.6 months (range 4¿12 months), the average follow-up for the inpatient group was 8.3 months (range 4¿24 months). The following complications were reported as follows: 4 patients had hematomas/seromas. 2 patients had superficial infections. 1 patient had nerve root injury. 1 patient had a case of complex regional pain syndrome. 1 patient had an intrapoerative complication of nerve root injury. 28 patients underwent a total of 35 interventions postoperatively for management of pain; 11 patients received oral steroids for radicular pain, 20 patients received neuraxial steroid injections and 5 patients underwent a secondary surgery. Reasons for secondary treatment included recurrence or persistence of radicular or low back pain (32/35), si joint pain (2/35) or sympathetic block for complex regional pain syndrome (1/35). Secondary surgeries included a single instance of each; abdominal hematoma I&d, posterior decompression for continuing radiculopathy, placement of a spinal cord stimulator, adjacent level fusion and posterior revision for pseudoarthrosis. This report is for an unknown synthes synfix (depuy spine, raynham, ma, USA). This is report 1 of 1 for (B)(4).